Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test for defib and pacer. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) the malfunction was duplicated and the device's processor/bridge/pace board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.